Manufacturer narrative:
Additional information: (e) initial reporter details. Investigation results: in addition to the fact that no records were found that could explain this complaint during the analysis of the batch history, nonconformities, and corrective maintenance, this complaint does not include samples or photos for analysis, making it impossible to confirm. Based on the investigation carried out so far, a possible cause of the complaint may be related to: product assembly: there may have been an isolated failure in the vision system, allowing a trans fixated catheter to pass to the customer. However, if the catheter had been trans fixated before puncture, its use would not have been possible.

Event description:
No additional information.

Event description:
When removing the access, it was observed that the mandrel punctured the silicone and the silicone remained outside without the mandrel.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. All demographic information on the regulatory document states "confidential".